Manufacturer narrative:
Product complaint # (B)(4). Event date unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The manufacturing record evaluation was performed, and the manufacturing criteria was met prior to the release of this batch/lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What stapling device was used with the 6 reported reloads?

Event description:
It was reported that the cartridge does not complete b shape. No patient consequence reported.